Event description:
Service was installing the unicel dxc 600 synchron clinical system on (B)(6) 2011 and discovered that the junction of the lower reagent carousel motor and the a3 smart module was eroded seriously by unknown fluid. No impact to patient or user has been reported.

Manufacturer narrative:
Service replaced the affected parts and issue is resolved. A clear root cause has not been determined for this event.